Event description:
Healthcare professional reported right capsular contracture baker grade IV, "several siliconomas", and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and contralateral rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. Additional observations: deformation is observed, creases are observed, wear abrasion is observed, yellow particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right capsular contracture, baker grade IV. "Several siliconomas" and double capsule. The device has been explanted and replaced.